Manufacturer narrative:
Visual inspection; device history review; complaint history review; risk assessment the returned was confirmed to be deformed upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. The most likely cause of the reported event is over-torqueing of the device during screw insertion.

Event description:
It was reported that while the surgeon was advancing pedicle screw into the vertebral body, the screwdriver stripped and the threads broke. This was known due to the fact that the surgeon places extremely large screws.

Event description:
It was reported that while the surgeon was advancing pedicle screw into the vertebral body, the screwdriver stripped and the threads broke. This was known due to the fact that the surgeon places extremely large screws.